Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back reporting muscle tightness in their stomach. Patient was getting the device not responding screen. Patient said they have not contacted the hcp since they called in. Patient said they will follow up w/ the hcp

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gast rointestinal/ pelvic floor. It was reported that patient states they have been doing what they were told to do but they were constipated. Patient took milk of magnesia and a laxative but they are still experiencing symptoms. The caller stated that they have been d rinking lots of water but are still bloated. This morning patient is feeling stuffy and dizzy and is having stomach cramping. Patient reports that their stimulator is off. Patient service specialist walked patient through turning stim back on. When the caller turned the stim back on the patient stated that they felt a tightness in their arm and leg muscles. Due to the patient experiencing this tightness and being uncomfortable they turned the therapy back off. The caller then stated that they took a really hard/nasty fall at the end of may. The caller thinks that they may have damage the stimulator due to the fall. The caller mentioned to seeing por. Pss redirected the caller to the hcp to further investigate the implant.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.